Manufacturer narrative:
Manufacturer has requested product return from user facility - not yet received.

Event description:
Physician reports a pt in a comatose status due to an erroneous act+ result.